Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the luer plate to be dislodged from the chassis and pushed into the back end. The chassis feature, which retains the luer plate is broken at the inner wall. The chassis likely broke from application of a non-axial force at the flush port. The breakage is likely to have occurred due to mishandling and/or misuse during the cleaning process. Electrical continuity passed. Engineering also observed the distal end of the main tube to have a 5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted, if additional information is received.

Event description:
It was reported that the end of the maryland bipolar forceps instrument was pushed in. No additional information was provided. No patient harm, adverse outcome or injury was reported.